Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found that an incomplete lead was returned in two pieces. A surface abrasion was noted at 4.0 cm to 7.0 cm from the connector end.(B)(4).